Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient was alerted by the lia (lead integrity alert). There was high impedance, noise and the short interval count (sic) recorded more than 30,000, indicating possible oversensing. The lead will be replaced. No patient complications were reported as a result of this event.